Event description:
As reported, the 5F Exoseal vascular closure device (VCD) plug entered the vessel but did not expand. The plug was not deployed intravascularly. The plug was deployed at the femoral artery puncture site. There was no reported injury to the patient. The Exoseal vascular closure device (VCD) was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. A non-Cordis sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. No visible calcium or plaque was present at the puncture site, no stent was near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the Exoseal VCD was advanced through the non-Cordis sheath, and there was no difficulty connecting the non-Cordis sheath with the Exoseal VCD. The Exoseal VCD was securely locked with the non-Cordis sheath. Pulsatile flow was observed from the bleed-back indicator. The Exoseal VCD and non-Cordis sheath were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. No red color was observed in the indicator window during retraction. The button was fully depressed, and no excess force was needed to fully depress it. The Exoseal VCD and non-Cordis sheath were removed as a single unit from the patient approximately 1 to 2 seconds after depressing the deployment button. Hemostasis was achieved with manual compression. The device is not being returned. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.